Manufacturer narrative:
His device is used for therapeutic purposes. No consequences or impact to patient. Self-activation or keying. Product evaluation: service and repair found that when the cable of the device was bent in certain directions, the foot pedal would power on automatically. This is indicative of a short in the wires of the foot control. The device was cleaned, repaired and successfully tested to specifications.

Event description:
It was reported that the device ¿runs continuously¿. Service and repair confirmed that sometimes when inactive, at rest, the device turns on by itself. There was no patient impact.